Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt of a vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.